Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an magnetic resonance imaging (MRI) test the patient became syncopal and collapsed. The implantable pulse generator (ipg) had been turned off prior to the test. Emergency medical services personnel reported that after the ipg was turned off, the patient went into atrial fibrillation/atrial flutter and bradycardia. After the ipg was turned on the patient converted and was once again atrial paced; however, the patient was still dizzy. The patient was transported to the hospital and was discharged the following day. The fall resulted in pain, discomfort in the patient's knee as well as exasperation of other existing medical conditions. The ipg remains in use. No further patient complications have been reported as a result of this event.